Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery fully depleted and the pump shut off. Review of the pump history showed the pump battery depleted from 100% to 5% within two and a half days. The customer's blood glucose (bg) level was 270 (mg/dl). A correction bolus was delivered to address bg level. The customer's bg level was 170 (mg/dl) at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy.